Manufacturer narrative:
The cutter was disposed at the facility and it is not available for evaluation. The manufacturing and sterilization records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a user facility in (B)(6) indicating that during the procedure the cutter stopped cutting. The cutter was exchanged and the procedure was completed without any impact or injury to the patient.